Manufacturer narrative:
A hardware analysis of vertek ii arm was initiated to determine the probable cause of the issue. Analysis found that the reported vertek arm was well worn and all color has faded from the arm. The handle of arm was locked up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation not completed as the site has not approved service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the articulating arm would no longer tighten and hold position. This issue was noted outside of a procedure, and there was no patient involvement.